Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted

Manufacturer narrative:
(B)(4). A system error (se) 2240 was found during a review of the patient alarm log of the hc device. Not enough data is available within the complaint to identify root cause and a sample was not returned. The batch review was not performed because the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A system error (se) 2240 (air in line) alarm was identified in the log of a returned homechoice device. The event was found during review of the home choice (hc) device. The system error occurred on (B)(6) 2011 at 10:40 in drain 8 of 9. It is unknown if this alarm occurred during patient therapy, however, no patient injury or medical intervention was reported.